Manufacturer narrative:
A patient experienced infection and wound site drainage was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced infection and wound site drainage. Patient is being treated with antibiotics but may require surgical intervention to address the issue.